Event description:
Unit alleges blood leak on plate dialyzer at initiation of treatment. Total system discarded. Estimated blood loss - 250cc. Patient stable pre and post treatment. No medical intervention other than changing out systemdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.